Event description:
The device had a missing safety switch during equipment testing conducted by a service technician at the manufacturer facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.